Manufacturer narrative:
A portion of the optic containing one haptic was found in the returned specimen cup. Power and resolution evaluation could not be conducted due to the returned condition of the lens. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 20.5 diopter (add power +2.2/+3.2) lens was replaced with a 20.5 diopter (1.5 extended depth of focus) lens. The patient's issues resolved with the lens replacement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an intraocular lens was explanted in a secondary procedure with a clinical reason of dysphotopsia. The surgery was completed with anther lens. Additional information was requested and received stating patient experienced photosensitivity, glare and halos. Post explantation the symptoms were improved. There are two medical device reports associated with this patient. This report is associated with the left eye.